Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by application of excessive mechanical force applied during use over the years. The device inspection revealed the following: the visual inspection showed that the welding of the depth gauge has indeed cracked and the pin has disengaged completely (broken off) from its original position. This indicates that high forces had been applied during use, therefore possibly too much mechanical force during repetitive use may have been the cause of these damages (manufactured in (B)(4) 2015). The shaft is slightly bent / scratched, the hook in the very front of the depth gauge is still intact with no major damage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The hook of the depth gauge broke during medical procedure. No adverse consequence or surgical delay was reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The hook of the depth gauge broke during medical procedure. No adverse consequence or surgical delay was reported.